Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe was damaged. The following information was provided by the initial reporter, translated from japanese to english: the plunger cap was damaged.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe was damaged. The following information was provided by the initial reporter, translated from japanese to english: the plunger cap was damaged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jan-2023. H6: investigation summary customer returned (1) loose 3/10cc, 8mm syringe. Customer states that the plunger was damaged. The returned syringe was examined and exhibited a broken thumb press on the plunger rod. A review of the device history record was completed for batch# 2031535. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root-cause could not be determined. H3 other text : see h10.